Event description:
Information received by medtronic indicates that, customer experienced high blood glucose. Blood glucose value at the time of incident is 480mg/dl. Customer current blood glucose value is 273mg/dl. Troubleshooting was performed and the customer indicated that there could be a possible occlusion.  The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was on auto mode at the time of the incident. No further patient complications were reported. The customer will continue to use the device. The device will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.